Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an insulin syringe. The customer states when she withdraws the needle it disconnects.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential causes of malformed plunger rod tip include, but are not limited to: insufficient plastic being injected into the mold cavity, blocked venting in the mold cavity, mal-formation during the injection molding process, damage during the material transportation process, repeated use. The following control mechanisms are in place to prevent the occurrence and acceptance of cannula detach and plunger tip separation during the assembly and packaging process: (B)(4) maintains a material verification process. The cannula, resin and rubber tips must pass a certification review before material is released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and plunger rod is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The production associate measures the barrel wall thickness on a periodic basis. The syringe assembly machine is equipped with a vision system that looks for missing, inverted, double, and bent or canted cannula to ensure that they are within specific limits. The vision systems also inspect for the adhesive presence (adhesive dome) to ensure sufficient adhesive has been dispensed into the scallop hole of the molded barrel. Syringe assemblies identified with insufficient adhesive are ejected from the syringe assembly machine. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly and to prevent damage to the cannula. The syringe assembly process contains detection sensors to verify the plunger rod is engaged with the rubber tip and the plunger assembly can be exercised within the syringe barrel. The detection sensors are verified on a periodic basis to ensure defect detection systems are functioning properly. During manufacturing, associates test product for needle straightness and needle retention to verify that the needle is not bent or canted, is within the specification tolerance and will not detach from the syringe. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Process inspectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required acceptable quality level has been met per the specification. This is a single use syringe. Based on the existing controls, additional correction and containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.